Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
There was a cotton thread came out of her body [foreign body in reproductive tract]. Burning sensation - vagina [vulvovaginal burning sensation]. Cotton thread came out of her body - from tampon [device breakage]. There was no discomfort anymore- vagina [vulvovaginal discomfort]. Case narrative: consumer reported via phone that the cotton string from the tampon came out of her body after tampon removal. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
There was a cotton thread came out of her body [foreign body in reproductive tract], burning sensation - vagina [vulvovaginal burning sensation], cotton thread came out of her body - from tampon [device breakage], there was no discomfort anymore- vagina [vulvovaginal discomfort] . Case narrative: consumer reported via phone that the cotton string from the tampon came out of her body after tampon removal. No serious injury was reported.